Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received results of 182 and 207 mg/dl. The normal control range was 91-125 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips were sent to the customer.